Event description:
After successful ablation with the rotablator device, the guide wire fractured in the pt while dynagliding out. No attempts were made to retrieve the wire and a portion of the wire remains in the pt. There were no further complications to the pt and the pt has since been released from the hosp.